Manufacturer narrative:
Internal complaint reference: (B)(4). Foreign zip code: (B)(6).

Event description:
It was reported that during an acl procedure, it was noticed that the clamp of the 'punch basket' was broken. However, it did not broke inside the patient. It is unknown if a backup device was available and how the issue was resolved. There was no surgical delay and no further complications were reported. The patient's health condition is stable.

Event description:
It was reported that during an acl procedure, it was noticed that the clamp of the 'punch basket' was broken. However, it did not broke inside the patient. A backup device was available to complete the procedure. There was no surgical delay and no further complications were reported. The patient's health condition is stable.

Event description:
It was reported that during an acl procedure, it was noticed that the clamp of the 'punch basket' was broken. However, it did not broke inside the patient. The procedure was completed with a s+n back up device. There was no surgical delay and no patient complications were reported. The patient's health condition is stable.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, an impact event inconsistent with normal use, wear from prolonged use, misuse or rough handling, or inadequate routine maintenance. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.